Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert (lia). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2016, ventricular sensing integrity counts up to 55; non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2016, rv pacing impedance rising to 855 ohms from a trend of 450-500 ohms. On (B)(6) 2016, impedance rising to 1881 ohms. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days.

Event description:
It was reported that patient presented to the emergency department (ed) due to an audible lead integrity alert (lia). Interrogation of the device indicated the right ventricular lead (rv) had unstable/varying thresholds, increasing and high impedance, high rate non sustained events - possible artifact noted on electrograms (egms), and oversensing during provocative testing. Lead fracture was suspected. The high voltage therapies (and non-battery related patient alerts) were turned off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.